Event description:
It was reported to medtronic neurosurgery that the neurosurgeon purged the valve prior to implantation. When the valve was connected to the implanted ventricular catheter, csf was not seen flowing through the valve. The neurosurgeon then disconnected the valve from the catheter and purged the valved again in sterile serum. The serum flowed through the valve. When the valve was reconnected to the catheter, no csf flow was observed. The neurosurgeon used a new valve to complete the operation. It was also reported that there were no patient injuries related to the event.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional device information: it was later reported that the neurosurgeon used the same set of catheters for the complaint valve and the replacement valve that was ultimately implanted in the patient.